Event description:
A malfunction alarm was declared by the pump while in use, and cartridge alarm 20 recurred despite attempts to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by arranging a replacement pump, instructed the customer on proper procedures to put the current pump into storage mode, and facilitated the return of the problematic pump. The customer planned to use multiple daily injections as backup therapy to maintain insulin delivery.